Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a battery out limit alarm without a prior low battery alert. The customer stated they changed the battery on (B)(6) 2020 and changed the battery again on (B)(6) 2020. It was reported that the screen went blank. The screen came on and gave a battery out limit alarm. Customer states the pump alarmed during normal use. Customer reports they were able to clear the alarm and did not receive a request to rewind the pump. Customer¿s blood glucose was 123 mg/dl. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.